Event description:
Catheter was used during an alcohol ablation procedure. The alcohol was injected into the pt via the catheter and retained for a period of time. Upon withdrawal the catheter was noted to have torn and fragmented. The broken segment was retrieved successfully with forceps. Another catheter was placed and the pt condition is fine. This device is a drainage catheter and the directions for use outline appropriate usage of this device. Co believes non indicated use of this device contributed to this event and does not attribute it to the device. To date the device has not been received for evaluation. When and if the product is rec'd and evaluated, a supplemental mw form will be forwarded under the above sequence number. Co's directions for use state: "this catheter is designed for external or internal percutaneous drainage of the biliary system".